Event description:
It was reported that the tip of the rocket came off while loading the balloon onto a guide wire. Resistance was felt while advancing the balloon. Attempts to troubleshoot revealed that the tip had detached and was on the wire. The rocket did not go into the pt. No pt injury was reported. No other info was provided.